Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation of probe was poor and the rotation speed did not increase during calibration phase of the surgery. The procedure type and surgery completion details were unknown. There was no patient contact.